Event description:
Situation: during transport of a critically ill pt from the ed to the helipad, an alaris pump, with multiple channels running (7), suddenly displayed an error message that rendered the pump and all channels temporarily inoperable. Background: upon exit from the building and closer to the helipad, the transporting staff members noted the alaris pump alarmed, issued an error code, and ceased delivering fluids / medications to the pt. This error code couldn't be overridden while outside and due to the rapid decline in the pt's vital signs that were reliant on the drips that stopped infusing, staff members immediately returned the pt to the ed. Once inside the doors of the hosp, the pump was able to be returned off and back on but the channels needed to be restarted which delayed administration of vital medication. The pump and channels were then replaced and upon exit from the ed, a second time the staff again noted that the pump issued the same error code and ceased to function. The pt was transported again back to the ed. Lifeline uses baxter pumps because they need a pump with a higher g-force rating which allows the pump to operate in the event of a crash during transport. The only time lifeline uses alaris pumps during helicopter transport is when the pt requires more than 4 channels. In this situation, the medications were assessed, those medications necessary to sustain vitals were switched to the baxter pump and other medications were then planned to be given IV push as needed. The pt was then successfully transported without further issue. Assessment: the involved pumps / channels were sequestered and given to the biomed/clinical engineering dept. The engineer evaluated the error codes, performed extensive system testing, communicated with reps from bd / carefusion (the pump MFR), replaced parts as recommended by bd, and yet he was still able to recreate the issue under certain circumstances. Continued communication from a MFR rep indicated that what likely occurred was that as the pump was removed from the building, the reflection of sunlight off the ground near the helipad impacted a sensor lens on the pump causing the error codes and subsequent malfunction. This occurrence is suspected to transpire only under very specific weather and reflection conditions, but has since been revealed as a known issue to the MFR and is related to the design of the pump, not to an equipment malfunction. The MFR rep indicated that there is not currently a plan to redesign the pump as this equipment is generally used indoors and unlikely to frequently encounter direct sunlight. However, they did not rule out a longer term re-design.